Manufacturer narrative:
(B)(4) date sent: 12/1/2016. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a right hepatectomy procedure, the doctor was testing the new device after a time of use the pad of the jaws is detached. Unknown how case was completed. There were no adverse consequences for the patient.